Event description:
During remote follow-up, post-paced t-wave oversensing was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient experienced no adverse consequences.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition.